Event description:
The account alleged the bed's bed was moving by itself. No pt impact.

Manufacturer narrative:
The tech found that the footboard control pane was inoperative. The tech replaced the foot board control panel to resolve the issue.